Manufacturer narrative:
Alleged failure: "it was reported by the sales rep cullen brown the light source remained on when it was removed from the adapter on the scope ref RMA (B)(4) salesforce case number (B)(4)" conclusion: reported failure mode could not be reproduced but reed switch function was noted to be slightly insensitive in response to safelight adapter attachment. It's possible that these issues could cause it to get stuck in either the "on" or "off" position, leading to the reported scenario where the light source fails to turn off after the safelight adapter was removed. Probable root cause is likely due to a damaged/defective reed switch. The product was returned for investigation and the failure(s) identified is consistent with the complaint record. Failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was the potential of a thermal event.

Event description:
It was reported that there was the potential of a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.